Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. Two different wands from s-ICD programmers were utilized. In addition, magnets were used to try and get a magnet response, which were unsuccessful. It was noted that this patient had presented to the hospital due to heart failure issues and failed dialysis. It was noted that this patient had not been compliant with hf and dialyses and does not believe this s-ICD has ever been checked. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. Two different wands from s-ICD programmers were utilized. In addition, magnets were used to try and get a magnet response, which were unsuccessful. It was noted that this patient had presented to the hospital due to heart failure issues and failed dialysis. It was noted that this patient had not been compliant with hf and dialyses and does not believe this s-ICD has ever been checked. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient was in the intensive care unit (ICU) and required being externally shocked. No tones were able to be heard. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.